Event description:
The customer reported that the device is failing charge on the opcheck. There was no information provided regarding pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.